Event description:
It was reported that the patient was experiencing an undesirable change in stimulation with positional adjustments. The leads were replaced on (B)(6) 2014. Examination/palpation was performed to find the lack of back pain coverage and a lot of positional changes (B)(6) 2014. It was stated not to be related to the implant procedure. It was also reported to be ongoing.

Event description:
Additional information reported the etiology was at the electrode contact location. Intervention included reprogramming the new lead in which they were able to obtain good coverage in bilateral legs and low back. The event was considered resolved without sequelae.

Manufacturer narrative:
Concomitant products: product ID 3550-39, lot # n306065, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type accessory; product ID 37092, lot # 301190001, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type accessory; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type lead. (B)(4).